Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center often automatically restored factory settings and occasionally displayed no image. The issue occurred during preparation for use for a diagnostic ear, nose and throat examination. The procedure was completed using the same set of equipment. The patient was not under anesthesia, there was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.